Event description:
Customer experienced low blood glucose in the 50 mg/dl. Customer states blood glucose usually drops due to hormonal issues or physical nature of job. Customer also reports to have problems with serter and sensor sticking to it and states she wears sensor in her arm. Customer was advised of proper use of sensor. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).